Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Unable to verify no communication due to critical pump error alarm noted.

Event description:
Information received by medtronic indicated that the insulin pump was return for the unknown reason. No harm requiring medical intervention was reported. The device will be returned for analysis.